Manufacturer narrative:
The pendant was returned to the manufacturer for analysis. Analysis found that visual inspection passed. The pendant was installed on a test system, the system readied and all the pendant control keys functioned as expected. Motion calibration also passed. There were no issues found with the pendant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and hardware parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system's remote pendant was faulty. There was no patient present when this issue was identified.